Manufacturer narrative:
Product investigation has been completed on the ipg (model number: sc-1132, serial number: (B)(4)) and revealed that the device passed all the required tests and exhibited normal device characteristics. Product investigation has been completed on the two leads (model number: sc-2352-50, serial number:(B)(4)) and revealed that the devices passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient underwent an explant procedure for the ipg and two leads. The patient was explanted due to ineffective therapy and pocket discomfort. The patient reported that she experienced ineffective therapy since being implanted with the system. The patient also experienced lead migration and did not want to have potential revision procedures in the future.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm. Model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for the ipg and two leads. The patient was explanted due to ineffective therapy and pocket discomfort. The patient reported that she experienced ineffective therapy since being implanted with the system. The patient also experienced lead migration and did not want to have potential revision procedures in the future.